Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was revised for unknown reasons, after the revision, the lead exhibited high out of range pace impedance measurements greater than 2100 ohms. This lv lead remains in service. No adverse patient effects were reported.